Event description:
It was reported the device was returned for evaluation and repair with alleged overheating and noise. The device was received in a n on-functioning condition. There was no report of patient involvement, impact, or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and repair. The repair technician could not confirm the reported issue as the device was received in a non-working condition. The motor was found seized due to saline corrosion. The device was repaired, tested to manufacturer's product specifications, and returned to the customer. Although the failure could not be duplicated, the most likely root cause is related to anticipated use characteristics and possibly poor maintenance of the device.